Manufacturer narrative:
The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for evaluation. Testing found that the event logs had evidence of a bump and an excess temperature event. Additionally, it was noted that the unit passed accuracy assessment kit (aak) testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The logs for the navigation system were reviewed by medtronic personnel. Review of the logs found that the software of the navigation system functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera booted up with amber lights. The camera's bump and temperature sensor had gone off. The representative replaced the camera and the system passed checkout successfully and functioning as intended. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: camera refurb 9735821r vega base s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that both bump and temperature sensor had gone off on the camera. This issue occurred while the unit was off. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional analysis was performed and determined that the camera was out of calibration. If information is provided in the future, a supplemental report will be issued.